Event description:
It was reported that the user¿s cgm glucose values were visible in the mobile app but not displayed on the ilet device, consistent with a communication and pairing failure between the cgm and the ilet system; the user¿s mobile app showed a glucose value of 174 mg/dl, and troubleshooting included force-closing apps, restarting, bluetooth toggling, and re-entering the cgm pairing code. Symptoms included no reported adverse physiological effects. Outcomes included no change to therapy, no medical intervention, and no hospitalization. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed a cgm-to-controller connectivity issue that prevented data transmission to the ilet display, with function restored expected upon successful re-pairing. It was concluded that the event was related to communication failure between devices, with no patient harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.